Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Sinus tachycardia at 147 bpm with non-sustained ventricular tachycardia contributed to the false detection. The patient was conscious at the time of the event. The patient's doctor reported that the patient had stopped pressing the response buttons and was eventually treated. A review of the downloaded data confirms the patient pressed the response buttons intermittently but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient went to the hospital. The patient is to receive an aicd.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient went to the hospital. The patient is to receive an aicd. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device: monitor (B)(4): (B)(6) 2013 - initial use. Electrode belt (B)(4): (B)(6) 2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.